Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The local representative reported that the device could not be interrogated and that no tones were generated upon magnet application over the device. The local representative was informed by the patient that device tones ceased approximately two weeks ago. The device was explanted and replaced with no adverse events were reported. The device was received at boston scientific's return product department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device displayed a fault code#1003. The patient had contacted the clinic to report that this device was generating beeping tones. The patient will be scheduled for device replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. Internal visual inspection noted no irregularities. Internal electrical measurement found that the battery was depleted (0.938 volts). An external power source was connected to the circuit and the battery was isolated. A normal current drain was observed within the circuitry. Collectively, the pattern of depleted voltage measurement in this device in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in depletion of the battery and loss of telemetry.

Manufacturer narrative:
Upon return, the device will undergo detailed analysis to determine foot cause.

Event description:
--

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt, device telemetry could not be established. The device is undergoing detailed analysis to determine root cause.